Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So, the reported event could not be confirmed. A medical investigation was conducted and this case reports the revision of a journey insert was performed due to a broken post. The requested medical/surgical reports and x-rays have not been received, and no additional information has been provided. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. Some potential probable causes for this event could include but are not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed, the post of a journey insert broke. A revision surgery was performed to exchange such insert. The patient outcome is unknown.